Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the pump battery was depleting quickly and that the customer is ¿going through more insulin than they believe is correct¿. Customer declined troubleshooting from tandem technical support and the alleged root cause could not be confirmed. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.